Manufacturer narrative:
The reported event of "guide wire was stuck in the lead" was not confirmed. As received, a complete lead was returned in one piece without a guidewire. The guidewire insertion/ removal test was performed and found the guidewire could be fully inserted inside the lead and removed with no obstructions/restrictions. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the guidewire of the left ventricular (lv) lead was stuck and could not be withdrawn. The lv was not used. The patient was in stable condition throughout the procedure.